Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was reported that the up arrow button was not making a clicking sound but that all the other buttons were fully functional. It was also reported that the rubber keypad cover was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the keypad was punctured near the "up" and "down" arrow buttons. The "up" arrow button was under responsive. The keypad was removed and the "up" arrow button contact was found to be flattened.